Event description:
It was reported that during a PICC placement procedure, the resistance was encountered when advancing the guidewire and it began to "loop back upon itself." The pt was sent to radiology for removal of the wire. While removing it, "it broke above when the floppy part meets the stiffer part." The guidewire was able to be completely removed with no pt complications. The device is being retained by the hospital, but photos and an x-ray have been sent for eval.

Manufacturer narrative:
A device history review was performed on the reported packaging lot. The review confirmed that the device components met all material, assembly and performance specifications. No previous complaints have been received on the reported lot. The end user hospital would not release the device for eval, however, did provide several photographs of the device. These have been forwarded, along with a supplier corrective action request to our guidewire, for their review. Upon completion of the investigation, a follow-up medwatch will be submitted.